Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, air bubbles were observed within the pump supplies. The customer resolved the issue by disconnecting from the tubing, priming the tubing to clear air bubbles, and resuming insulin delivery.